Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided the patient's phone number that they called from. No further information was reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated their pump serial number was (B)(4) and the catheter serial number was (B)(4). The patient stated they were having multiple seizures, between 6 and 12 seizures a day, due to the catheter issue. It was noted that the patient had been receiving morphine to help with the seizures. It was also noted that the patient was experiencing dilaudid withdrawal due to not receiving the dilaudid from the catheter. The patient stated the seizures and withdrawal first started occurring 6 to 7 weeks ago. When asked if the catheter was clogged or defective the patient stated the catheter was broken. The patient did not know the cause of the catheter issue or when the catheter itself actually became broken/clogged/defective. The patient noted that their pump and catheter will be replaced on (B)(6) 2018. The patient was not sure if the pump and catheter would be returned or not. The patient provided the healthcare professional that would have the most information regarding this event. No further information was reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported that the patient's catheter is clogged up or defective. It was noted the patient had a synchromed. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Event date is approximate. Evaluation of implantable pump serial number (B)(4) revealed the pump had been programmed to deliver 20.0 mg/ml of hydromorphone at 4.498 mg/day. Evaluation of the pump revealed no anomalies. The returned pump passed all functional testing in the lab. The previously reported codes are no longer applicable for the catheter. The patient codes are only applicable for the pump. The evaluation codes have been updated, and are only applicable for the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. It was reported there had been a suspected catheter issue but today when the doctor explored this issue he was able to aspirate the catheter freely and there was no revision needed to the catheter. The rep reported the patient still felt there was something wrong with the pump and wanted the larger 40 milliliter (ml) pump so the doctor replaced the pump (B)(6) 2018. It was indicated the device would be returned for analysis. No symptoms were reported at the time. The pump was returned to the manufacturer for analysis on (B)(6) 2018. Additional information was received from the consumer on (B)(6) 2018. The patient reported they had the pump implanted because they had 9 herniated discs and diabetes that was so progressive that they had severe diabetic nerve damage, multiple hemangiomas and sciatica from the cervical to lumbar region, and the pain in their bones, in their feet and legs, and the neuropathy, was relentless. The patient stated they were suffering every day. The patient stated their pump was defective, it did not work. The patient also reported the medication in their pump was not for diabetes. The patient stated he went through 6 weeks of withdrawal and seizures. It was indicated the device did not work at least 4 weeks prior to the (B)(6) 2018. The patient stated according to their doctor, the issue was with the pump itself, not the catheter. The patient stated a dye study had been performed.